Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The user performed a restart, but the issue persisted. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned after a restart of the system. A philips field service engineer (fse) visited the site and confirmed that there was no issue with the c-arm geometry movements. The system was returned to use in good working order. The codes were updated based on the investigation outcome.